Event description:
The customer reported that the system intermittently locked up. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hv transformer was evaluated and optimized to the correct voltage. The workstation pcb assemblies were also assemblies were also reseated during the service event. The system was tested and found to be working as intended and returned to service.